Event description:
During pt's hemodialysis treatment, air found to be in bloodlines. Noticed blood leaking around venous luer lock which attaches to the end of the catheter. Luer change performed during treatment. See scanned page.